Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Concomitant medical products: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a nerve monitoring device mainframe and patient interface were not working properly. There was no patient impact.

Manufacturer narrative:
H3: for the mainframe: analysis found the software version needs an update. Time and date are not in storage (cpu battery). The start up sound is not normal as is the closure sound. The software has been updated into the latest version. The cpu board has been replaced and therefore the custom procedures are reset. The dsp and the audio board have also been replaced. The device has been successfully tested and passed according to manufacturing specifications. Patient interface: analysis found the device functions are normal, only the clamps are bent and worn. The clip assembly have been replaced. The device has been successfully tested and passed according to manufacturing specifications. Fdr 140; 3211 h6: fdm 4118 fdr 3233 fdc 11 are no longer applicable on both devices. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.